Event description:
It is reported that the patient is experiencing knee pain.

Manufacturer narrative:
Evaluation summary: radiology reports along with review of the returned radiographs indicate radiolucency at the interface between the femoral component and distal femur at the anterior flange, anterior chamber, and distal aspects. It is unknown if this radiolucency has contributed to the reported pain. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product and/or further information. Evaluation : review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.